Manufacturer narrative:
A device history record review was completed for provided material number 306572 and lot number 4242754. The review did not reveal any possible non-conformances during the production process that could have contributed to this reported incident. To aid the investigation of this issue, two (2) picture samples and one (1) physical sample were received for evaluation by our quality team. Through examination of the samples, damage was observed on the top web of the packaging. A review of mes (manufacturing engineering system) with the technical team showed that there had been an issue on the packaging robot on a shift during the manufacture of this batch, which is the most likely root cause of this issue. The issue was confirmed resolved on the next shift. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
No additional information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd posiflush-xs / sf unit package is damaged. The following information was provided by the initial reporter: complaint details: damaged packaging patient impact: no harm caused to a patient used/unused? Not opened and not sent to customer.